Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that during the implant procedure, this lead needed to be repositioned multiple times due to sensing issues. The physician experienced difficulty extending and retracting the helix and a high turn count was reported. The lead was removed and replaced. No adverse patient effects were reported.